Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-may-2024, it was reported that two infusion set was fell off during use and infusion set is used for 1-2 days. The blood glucose level was 300 mg/dl. No further information available.